Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's sensor board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failed test step caused by the device's sensor board. The sensor board was returned to the quality assurance laboratory for further investigation. During the investigation the root cause was due to a faulty sensor pressure transducer.